Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
Customer reported via phone call that they jumped into pool with insulin pump on and it moisture exposure. The customer blood glucose level was 117 mg/dl. The customer was assisted with troubleshooting. Customer states they did hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.